Event description:
It was reported the patient had new lead implanted. Leads were tested intra and post operatively and impedances were invalid. System will be interrogated at the post-operative appointment. Follow-up determined the patient missed the first appointment and did not bring the programmer to the second appointment. Another appointment has been scheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.